Manufacturer narrative:
Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. A review of the event log file contained data spanning approximately 11 days (07jun2024 ¿ 17jun2024 per timestamp). On 17jun2024 from 8:42:08 ¿ 8:43:10 and starting at 8:43:46, backup battery fault alarms activated due to the battery not passing the load test. At the time of the alarm¿s activation, the difference between the loaded and unloaded voltages of the battery was measured to be outside of the designed threshold. The controller¿s ability to operate the pump was unaffected by the alarm, as the pump maintained within the expected speed range without issue. The backup battery fault alarms did not resolve before the controller was exchanged and then shutdown on 17jun2024 at 9:05:34. The returned 11v backup battery (serial number: (B)(6)) was functionally tested and passed each step of the testing procedure without issue; atypical alarms were not able to be reproduced and the battery was able to pass multiple load tests. Per the provided information, the system controller was exchanged and the alarm resolved. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. The initial testing records were reviewed for the returned backup battery (B)(6), and it was observed to pass initial testing. The heartmate 3 instructions for use (IFU) (rev. C, section 2 ¿system operations¿) states that it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. This section describes how to properly remove or install a backup battery within the controller. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was switching from mobile power unit (mpu) to battery and received an emergency backup battery (ebb) fault alarm. The patient was placed back on mpu, then their son completed a system controller exchange. The alarms resolved. The patient came in for a new ebb. They were as asymptomatic and did not drop the system controller prior to this occurrence. The log file began capturing ebb faults on (B)(6) 2024 due to the ebb failing the load test. When this incident occurred, the patient had just woken up and was switching from mpu to batteries. The patient was not wearing the system controller at the time, it was sitting on their changing table in front of them. The patient was about to do their daily review of their parameters and record them when the alarm sounded.